Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The service rep restored system calibration files. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed a files corrupted error message and failed to boot up. No pt injury was reported.